Manufacturer narrative:
Product complaint: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent additional information was requested, and the following was obtained: what do you mean by, "the sutures which break at a low tension threshold?" Do you mean the sutures broke during the procedure? Yes, the sutures broke without exerting excessive tension. Did 6 wires break during this single patient's procedure? Yes, on (B)(6) 2020, during the installation of a heartware. Events submitted via 2210968-2020-08191, 2210968-2020-08192, 2210968-2020-08193, 2210968-2020-08194, and 2210968-2020-08196.

Event description:
It was reported that the patient underwent a cardiac surgery on (B)(6) 2020, and the suture was used. During installation of heart ware, a fragility of suture, which break at a low tension threshold was noted. The suture broke without exerting excessive tension. Another like suture box from the same batch was opened to finish the procedure without problem. There were no clinical consequences reported.